Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead oversensed p-waves and sensed r-waves. The patient presented to clinic and it was noted that the right ventricular lead exhibited failure to capture, impedance issues, and sensing issues. A chest x-ray was performed and revealed that the lead had dislodged. The physician explanted the lead. The patient was discharged in stable condition.

Event description:
It was reported that patient has recovered from infection and a new lead was implanted on (B)(6) 2020. The patient was in stable condition.